Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0tx5d, implanted: (B)(6) 2015, product type: lead.

Event description:
It was reported the patient experienced a painful shocking or jolting sensation. The shocking occurred when the patient was in certain positions, like in bed or when driving. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.